Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement for normal eri when the physician removed the device out of the pocket, a wire coming out from the top was observed. The patient was stable.

Manufacturer narrative:
No conclusion code available. The reported anomaly observed in the field was confirmed in the laboratory. The antenna wire was cut and burn marks due to cautery were observed on the header. It is suspected the antenna wire was cut by the cautery at explant. The device functionality was bench tested and no anomaly was detected. Longevity calculations showed the battery depletion was normal.